Event description:
Philips received a complaint by the customer on the v60 indicating that the blower may be bad. It was reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The customer informed the rse that he believes the new blower has the wrong connector on it. The rse explained to him there is a black plastic cap on the new part. After removing that piece, it will have the right connector needed. The customer removed it, and the connector attaches to the motor controller (mc) printed circuit board assembly (pcba) properly. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.